Event description:
During a peritoneal dialysis nurse's call for an unrelated swap request , the patient's nurse indicated the patient had an infection. Follow-up information obtained on (B)(6) 2010 from the patient's nurse confirmed the infection was peritonitis. The patient started on automated peritoneal dialysis (apd) with local (pd4) ambuflex in 2009. The nurse indicated that the patient was diagnosed with bacterial peritonitis on (B)(6) 2010 but was not hospitalized. There was no exit site or tunnel infection associated with this peritonitis episode. The patient's pd effluent was analyzed on (B)(6) 2010. The cell count showed 2860 white blood cells (leukocytes), the gram stain showed many white blood cells with a few (B)(6) in pairs, and the culture showed (B)(6). The nurse indicated the patient was treated with antibiotics and the peritonitis was ongoing and improved. The nurse stated the cause of the peritonitis was likely to be due to touch contamination and the patient was retrained on aseptic procedure. There was no allegation made against any of the patient's baxter solutions or disposables. The nurse also indicated the patient was diagnosed with a separate fungal peritonitis episode on (B)(6) 2010.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. This is report 1 of 2 for this event.

Event description:
It was reported that the patient expired. No known cause or device issue was reported. There is no allegation from a healthcare professional that the death is device related.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots (h10e09032 and h10g13022), with no issues noted during the manufacturing process. Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Baxter has received similar reports. The root cause investigation is in progress.